Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: due to continuous use of the pump, the black box and pump histories have been overwritten. The original complaint could not be duplicated or confirmed. The force sensor resistance was measured and found to be within specification. Unrelated to the original complaint, the battery compartment was cracked and the force sensor was found to be out of specification.